Event description:
The customer reported that the system displayed communication failed error message. As a result, the system was unable to perform fluoroscopy. There is no report of death or serious injury.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.